Event description:
Boston scientific crm received information that this device system detected a low shock lead impedance measurement of less than 20 ohms. All other shock impedance measurements were between 50 to 60 ohms, with all other lead measurements within acceptable limits and the device programmed in the triad configuration. The health care provider was to discuss this information with the patient's physician. Information from the boston scientific crm sales representative noted that the patient was brought in and the device was checked. The low shock impedance measurement was confirmed and it was a one time event. Shock impedance measurements continue to be within acceptable limits and the physician chose to continue monitoring the patient. Subsequently, another low shock impedance measurement was detected and a technical services consultant recommended that the device and right ventricular (rv) lead be replaced. Additional information received approximately two weeks later revealed that the device was temporarily deactivated due to lead measurement complications. To date, no adverse patient effects were noted with this clinical observation.

Manufacturer narrative:
The lead was returned severed, 28 cm from is-1 pin with only the proximal segment being returned. The rate/sense coils were stretched 19 cm beyond distal end of returned segment. The lead body was twisted in a way that suggests induced explant damage. The lead was tested and found to be electrically continuous. The lead's insulation was also tested and passed. The field allegations could not be confirmed by analysis.